Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose with blood glucose of 420 to 530 mg/dl. The customer's current blood glucose was 290 mg/dl. The customer did experienced the symptoms such as groggy and dehydrated. Troubleshooting was done for high blood glucose. Customer stated they had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode system feature was not used during the time of event. The insulin pump will be returned for analysis.